Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.

Event description:
Note: this report pertains to one truetome jag 44 and one jagtome rx 44 used in the same patient and procedure. It was reported to boston scientific corporation that a jagtome rx 44 was used during a sphincterotomy procedure performed on (B)(6) 2025. During the procedure, the cutting wire was cut during sphincterotomy. The same problem occurred with the truetome jag 44. The procedure was completed with another of the same device. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.